Event description:
A set of ten case images were submitted by the physician for evaluation. According to the physician, a retrospective evaluation study was performed and allegedly identified cases where the ivc filter had perforated the vena cava, migrated caudally by one vertebral body, and tilted. Specific pt, product or event information was not provided by the physician. The info available does not indicate there was any injury or adverse consequence to the patient(s).

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The event investigation is currently underway.